Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. The entire lot has been sold and distributed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. Device history review (DHR) review was performed. No nonconformance reports or other abnormalities during the assembly of potentially related lots were found. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
It was reported by a patient's peritoneal dialysis registered nurse (pdrn) that the cycler alarmed for make sure heater bag was on heater tray during fill 1 of 5. The treatment was discontinued. During the cancelling out treatment process a fluid leak was found from the cassette inside the cycler. Availability of the sample set of for evaluation is unknown. Several follow-up attempts with the patient's peritoneal dialysis nurse were unsuccessful. It is unknown of there were any serious injuries, complications and infections. At this time, there were no adverse events reported.